Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 3/13/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 152, 17 0and 190 mg/dl. Customer is also concerned with non-fasting results of 270 and 277 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 130 mg/dl; an expected non-fasting range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 270 mg/dl using truemetrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is 02/25/2018. The meter memory was reviewed for previous test result history (time not set): (B)(6). Time is not correct on meter. First two readings are from this morning non fasting. Customer educated on non fasting results and is still concerned.